Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise when the patient takes a deep breath. The noise was seen as a ventricular ectopic beat, but it doesn't satisfy duration for the start of an episode. There was no variation in impedance, threshold, or sensing measurements. An x-ray showed no change in the lead's position, and no fracture. Boston scientific technical services (ts) was consulted to review the available information. Ts recommended that the lead be replaced, as recommended in labeling. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information was received that a surgical procedure was performed and this lead was surgically abandoned. A new lead was successfully implanted. The patient was fine after the procedure, and there was no report of any adverse patient effects.